Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that in the morning, the cycler screen displayed the remove cassette message. The patient confirmed there was no power outage, and the cycler is plugged in. The patient had completed the treatment. The patient noted fluid on the ground, which was coming from one of the lines. The patient removed the cassette and confirmed there was no fluid or moisture inside the cassette door or around the cycler. Upon follow up with the patient's nurse it was confirmed that the patient is currently completing treatments and that there was no adverse event or medical intervention as a result od this fluid leak. The disposable product will not be returning for evaluation.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that in the morning, the cycler screen displayed the remove cassette message. The patient confirmed there was no power outage, and the cycler is plugged in. The patient had completed the treatment. The patient noted fluid on the ground, which was coming from one of the lines. The patient removed the cassette and confirmed there was no fluid or moisture inside the cassette door or around the cycler. Upon follow up with the patient's nurse it was confirmed that the patient is currently completing treatments and that there was no adverse event or medical intervention as a result od this fluid leak. The disposable product will not be returning for evaluation.